Manufacturer narrative:
The promus premier ous mr 16 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted throughout the length of the stent. Struts were found to be bunched together in areas. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 24may2022. It was reported that a device problem occurred. The 16 x 2.50 promus premier drug eluting stent was selected for use. During the procedure, the stent presented a problem. There were no patient complications reported. However, device analysis revealed stent damage.